Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2017, was chosen as a best estimate based on the date when patient first sought consult post procedure due to chronic severe pelvic pain, which was resistant to pain medications and stress urinary incontinence. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) medical center. (B)(6). Block h6: patient code e2330 captures the reportable event of chronic severe pelvic pain. Patient code e2101 captures the reportable event of adhesions. Impact code f1901 captures the reportable event of additional surgery performed. Impact code f0101 captures the reportable event of resistant to pain medications.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an operative laparoscopy, extensive adhesiolysis, omentum separated from the anterior abdominal wall, left tube, ovary, and omental adhesions separated from each other at the left abdominal wall, bladder adhesions opened, bladder dissected form the anterior uterine wall, transvaginal free tape placed under the urethra to treat the stress urinary incontinence, and cystoscopy procedures performed on (B)(6) 2014, to treat a patient with a pre-operative diagnosis of severe pelvic pain and stress urinary incontinence. Post-operative diagnosis included: omental adhesions between anterior abdominal wall, bladder left tube, and ovary. Left tube and ovary were also adhered to the lateral pelvic wall. There were some adhesions between the bladder anterior wall of the uterus. Stress urinary incontinence. No patient complications were reported, and the patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2017, the patient experienced chronic severe pelvic pain, which was resistant to pain medications and stress urinary incontinence. Post-operatively, the patient was also diagnosed with omental adhesions and tubal adhesions. Diagnostic laparoscopy, laparoscopic adhesiolysis, and transvaginal tube placement with cystoscopy procedures were performed. During the procedure, it was noted that there were omental adhesions between the umbilicus and the anterior abdominal wall. There were also adhesions along the left tube and wall. The cul-de-sac and anterior cul-de-sac were normal. The physician then released these omental adhesions between the anterior abdominal wall and the left tube with the lateral adnexal wall and ovary freed, but otherwise, there was no endometriosis. When attention was turned to the vagina, a tension-free boston scientific tape was placed without complications. The patient tolerated the procedure well and was taken into the recovery room in stable condition.